Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted on (B)(6) 2022 with increased weakness and brain fog. A coronary angiogram was performed on (B)(6) 2022. The test revealed a stable circumferential non-flow limiting thrombus in the outflow cannula. The log file revealed a persistent pulsatility index (pi) event on (B)(6) 2022. During a ramp study, ventricular assist device (vad) pump speed was increased from 5400 to 5500 rpm. After the change in lvad speed, the patient's right and left pressures improved. Diuretics were decreased from 150 mg of torsemide twice a day to 80 mg twice a day. Subsequently, on the day of discharge, the patient's dose was reduced to 40 mg once a day. A non-sustained ventricular tachycardia (nsvt) was detected on the patient's implantable cardioverter-defibrillator (ICD). The patient continued on warfarin and aspirin. The cause of the patient's neurological dysfunction was suspected to be hyperglycemia-induced toxic metabolic etiology of altered mentation. The patient was advised not to drive until (B)(6) 2022 due to a previous loss of consciousness (loc) with a prior car accident. Additionally, the patient had an abscessed tooth pulled during admission. Psychiatry was consulted, on their assessment mentioned that the patient might experience confusion episodes with lorazepam and recommended to reduce the frequency of dosing. The patient's brexpiprazole was restarted at a half dose of 1 mg daily in the evenings. Patient symptoms, including forgetfulness, lethargy, and dyspnea, resolved during the patient's stay.

Manufacturer narrative:
Manufacturer's investigation conclusion. The report of outflow graft thrombosis could not be confirmed through this evaluation as no photos or images were submitted and the pump remains in use. A specific cause for the reported neurological dysfunction, cardiac arrhythmia, and patient conditions could not conclusively be determined through this investigation. The controller event log file captured transient pi events throughout the log file, resulting in momentary decreases in speed per design. No atypical events were captured. The pump appeared to function as intended. The patient remains ongoing on vad support. No product available for investigation. The heartmate 3 lvas IFU, rev. C, lists possible pump thrombosis, neurological dysfunction (not stroke related), and cardiac arrhythmia as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication. Section 6 also contains information regarding the recommended anticoagulation therapy and inr range. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 28jan2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient's implantable cardioverter-defibrillator was implanted prior to the left ventricular assist device.